Event description:
It was reported that a user experienced recurrent nighttime low blood glucose and a separate high glucose episode measured at 183 mg/dl for approximately 30 minutes after eating sweets while using the ilet system, with no alerts for sustained very high glucose and no use of backup therapy or ketone testing. Symptoms included shakiness during the hypoglycemic episode, with a documented low of 45 mg/dl that was treated with orange juice, and no professional medical intervention or assistance was required. Outcomes included no hospitalization and no immediate serious health consequences. Investigation included troubleshooting and education with the user regarding hypoglycemia management and planned follow-up with the endocrinologist for ilet setting adjustments. Investigation of this case revealed no device malfunction reported and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.